Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient experienced elevated intraocular pressure - 50mm hg (pupillary block), pain and blurry vision. Another peripheral iridectomy was performed. A shorter lens was implanted. The patient's post-op uncorrected visual acuity was 20/25, the chamber was shallow and the eye irritated.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. As reported on the medical review, excessive vaulting is a consequence of wrong lens use (i.e. Improper white to white measurement, variability of white to white measurements based on techniques, improper sulcus to sulcus measurement, and patient condition, poor correlation of white to white measurement and length of ciliary sulcus, irregular sulcus or ciliary sulcus cyst). (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - given the reported information, the event was caused by excessive vaulting of the icl lens. The high iop was the consequence of pupillary block caused by excessive vaulting of the lens. The lens explantation, exchange and additional iridoctomy were necessary to prevent further damage. According to fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).